Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
On (B)(6) 2022, the (B)(6) customer reported that the hematoxylin`s staining is too weak on some pdl1 slides. The customer thinks that the issue is an intermittent dispense problem that has persisted since the last time the problem was reported. The fse found that the probe was leaking and replaced the aspiration and dispense check valve. The fse carried out pressure's tests, aspiration dispense tests and rinse volume verification. The instrument is fully operational, within specification and ready for the user. No harm or misdiagnosis was indicated.